Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(4). Batch: 7075449 product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(4). Batch: 5097595/7073473

Event description:
It was reported that the patient was experiencing increased pain and inadequate pain relief due to lead migration. X-ray was taken and showed that the patients right sided cervical lead had migrated. The patient was given percocet for the pain and will undergo a revision procedure.

Event description:
It was reported that the patient was experiencing increased pain and inadequate pain relief due to lead migration. X-ray was taken and showed that the patients right sided cervical lead had migrated. The patient was given percocet for the pain and will undergo a revision procedure. Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post operatively. The explanted leads were not returned.